Manufacturer narrative:
Returned device was received in poor physical condition. During the evaluation of the device, the device was powered on and the h-31b air detector red led is illuminated and clamp pinches the tubing. The h-31 control board and solenoid was found to be faulty. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer encountered a h31b malfunction. There were no reported adverse events.